Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained endcap sticker. Unit received with stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error and the alarm cannot be cleared. Child's blood glucose was 239 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.